Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir, performed visual inspection found the second stopper plunger was found inside the barrel.

Event description:
The customer reported via phone call that she was getting ready to fill up the reservoir but when she tries to put it back in, she receives a no delivery alarm. Customer stated that she has tried 5 times and her blood glucose was 293 mg/dl at the time of the incident. Customer performed a manual plunger push and the insulin did not exit. Customer tried a new reservoir with the current set. Customer stated that the pump alarmed no delivery with manual prime. Customer was advised that changing the reservoir resolved the issue. Customer was advised to return the reservoir.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.